Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the desktop charger (dtc) had a broken connector, and that the patients ins was not charged. The patient had change in therapy with a return of pain. A replacement dtc was sent, no additional symptoms or additional complications were reported with this event.